Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to that issue, the bolus button cover was found to be peeling. (B)(6).

Event description:
The pump was returned for investigation. Investigation a damaged keypad and contamination. This report is made based on results of investigation completed on 12/06/2016.